Event description:
It was reported the patient was seated in the powered wheelchair, reaching for an object when the left arm of the wheelchair came out of the socket. As a result, the patient fell out of the wheelchair completely, injuring his elbow and shoulder. The patient complained of pain for several days following the incident and is awaiting an appointment with his orthopaedic physician. No further information is available.